Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while she was trying to bolus. She was experiencing high blood glucose levels and shortness of breath as a result. The customer took the reservoir out of the insulin pump and the insulin was gelled. Customer's blood glucose level was 339 mg/dl. The alarm was resolved with an infusion set change. The device was not returned.

Manufacturer narrative:
Reference medwatch 2032227-2015-15109 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.